Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that nothing had been done to resolve the empty pump. It was reported that the healthcare provider (hcp) though there was an infection and they might need to open the patient back up. The caller wanted to know if his side could be swollen and it was noted that his leg was going numb and that his hip hurt. No further complications have been reported.

Manufacturer narrative:
B1, b2, h1: updated to reflect of the patient being hospitalized. B5: updated to reflect the information received on 2020-apr-20. H6: device code c50499 added to reflect the information received on 2020-apr-20. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient on (B)(6) 2020. The patient noted that they received the follow-up letter and called to respond to the letter. However, the patient refused to read the questions or provide answers. The patient was reportedly difficult to focus and was upset with their hcp and how they were treated. The patient noted that they had "stigmata". The patient reported that they were in the hospital for 2 days and their pump was beeping. The patient also reported that the police came to the patient's house for a wellness check and found pain medications. The patient had reportedly lost 2 family members. The patient also mentioned covid-19, but it sounded as if the patient was negative for the virus. The patient disconnected before any further information could be obtained. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. On (B)(6) 2020 the patient called and stated that, ¿if you go into a doctor and you say this thing is seriously hurting me bad to the point where you're "profanity" crying" after which the patient was interrupted and asked to refrain from swearing. The patient then continued and stated he ¿got the pump to get out of his wheelchair and to have a normal life but that ain't happening". He then stated, "if you gotta go to a doc every single month and say I'm in pain and they're not listening to you and your main doc says what's wrong and you tell them, and they send you to get an x-ray to find out what's wrong and you find out you've got a cracked pelvis". The patient then asked, "maybe you can explain why my pump is empty¿ and then stated ¿I¿m in withdrawal¿ with additional swearing and was again asked to refrain from swearing. The patient then mentioned that he ¿got physically sick last month and was sent to a doctor for te sting and then home to quarantine for 14 days and then found out I was good to go". The patient then stated, "if you're going to let my pump run out and watch me suffer, I want the thing out" with additional swearing. It was noted that the patient was escalated throughout the call and that the call was disconnected. The patient called back later the same day stating that he wanted someone to turn the pump off or remove it. Physician listings were emailed to the patient. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported the pump had been empty and alarming for two months and the patient's doctor would not see him because his family members passed away due to a virus and the patient was "like a plague." It was indicated the patient's pump had been delivering both morphine and dilaudid, at unknown doses and concentrations.

Manufacturer narrative:
Patient codes have been updated to include (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, additional information was received from the patient. The patient repeated information previously reported. The patient then reported they have been puking up blood for the last three days. The patient stated he was a recovery drug addict and wanted to have the pump taken out of his body. The patient was provided a few hcp names/phone numbers over the phone. The patient's pump was noted to contain dilaudid.